Event description:
It was reported that during a lap cholecystectomy, the jaws did not release the fired clip after the device was used on the cystic artery. When the surgeon intended to remove the device, the cystic artery was damaged and bleeding occurred. Although the 2nd device was prepared to fire the bleeding site, the fired clip did not remove from the jaws as well when it was tested for functionality out of the patient, so the 2nd device could not be used. Then, the procedure was converted to open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing did this occur on? - 2nd firing. Please clarify if the jaws did not release from the cystic artery or if the clip did not ligate the cystic artery? - to be more exact, the clip did not release from the jaws. Did the jaws or clip damage the artery? - probably, yes. The artery was damaged when the device was going to remove from the site and torquing on the artery. Did the clip remain in the jaws? - the information was not provided from the hospital. If the jaws did not release, did the surgeon try to pull the trigger from the handle? - the jaw opened and just the clip was caught on the jaw. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? - the information was not provided from the hospital. Are you aware of the last time the surgeon or staff was in-serviced for this device? - no we have got additional information as follows: the open surgery was finished to ligate the artery by ligature. The amount of bleeding was small and the bleeding stopped naturally during the operation. No transfusions were required.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that the el5ml device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.